Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient¿s implantable neurostimulator (ins) had ¿run flat¿ and could not be interrogated. The reporter stated they tried to restart the ins using the recharger by holding the buttons down to start a physician mode recharge (pmr), but they saw an icon that gave them a ¿60 minute warning.¿ it was noted the screen disappeared after a short period of time. The reporter stated it appeared as though it was charging since there were 2 visible bars on the recharger, but the connection did not last long. It was noted the ins appeared to not be charging. Additional information received reported the patient¿s newly implanted ins had been discharged since the patient had not charged the ins. Additional information received reported the patient had an x-ray of the ins and the ins appeared to be flipped. It was noted the leads were on the right side of the ins and not the left. It was noted the manufacturing representative was able to do a pmr and get the ins out of overdischarge. Additional information received reported that the ins was or would be repositioned.